Event description:
It was reported that prior to a gastric bypass procedure, harmonic scalpel generator displayed strange tones and an error code 5. Troubleshooting steps were followed and shears were subsequently replaced and worked properly. There was no harm to the patient.

Manufacturer narrative:
Analysis summary: the analysis results found that the lcsc5ha device a was returned with the blade nicked and cracked; and device b was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damaged may increase in severity during subsequent activations, and may result in blade (lockout) later in procedure. Therefore, the instructional insert states: (avoid accidental contact with other instruments during use.) Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.